Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The blood glucose level was 25mmol/l and had ketones at 4.7 mmol/l. The patient was treated with liquids through drip. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.